Event description:
It was reported that the ilet issued alert 38 indicating consecutive stalled motor errors, which persisted after multiple restarts; the user shut down the device, transitioned to backup therapy, and a replacement ilet was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with findings consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.